Event description:
It was reported that femoral trial was very loose after cut by 4 in 1 femoral cutting guide. The trial came off from the bone when the trial and pegdrill. It could be taken off without tool. Additional information was added on (B)(6) 2014: femoral component was also loose.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: the device had scratches in and around the cutting slots. The device was otherwise unremarkable. Dimensional inspection: the device is dimensionally within specification. The measured dimensions are numbered and correspond to the dimensions highlighted on the enclosed drawing. Functional inspection: not performed as the device was dimensionally within specification. Conclusion: the device was found to be dimensionally within specification.there is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. It is possible the user was not using the recommended blades. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that femoral trial was very loose after cut by 4 in 1 femoral cutting guide. The trial came off from the bone when the trial and pegdrill. It could be taken off without tool. Additional information was added on december 4, 2014: femoral component was also loose.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.